Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID# (B)(6). Additional product code: fsm. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing an l4 corpectomy with the synex endoscopic spreader. The surgeon inserted the cage and proceeded to mallet the cage deeper into the space. After expanding the cage he removed the expander and he noticed that part of the inserter tip had broken off and it was attached to the cage. The surgeon was able to remove the broken tip and complete the procedure successfully. There was no patient harm and no delay to the procedure. This is report 1 of 1 for com-(B)(4). This report is for the endoscopic distractor (inserter).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the device was produced and distributed in august 2005. Our investigation shows wear and tear signs on the surface. The upper cap is broken off at the welding. The broken off part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the available information and the missing broken off part we can not determine the exact root cause. A high mechanical force was applicated on the device and caused finally the complained issue. Because of the age of the device we suppose, that the instruments worked correctly when distributed. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.